Event description:
Healthcare professional additionally reported "particles in valve". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported left side deflation and "particles in valve." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, brown particles on the surface of the shell. Leak test was performed and found opening on anterior and radius side. A microscopic analysis was performed which identify a striated edge opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: various striated edge openings on anterior and radius side assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.